Event description:
It was reported that this left ventricular (lv) lead had a gradual increase of pace impedances that eventually reached greater than 2000 ohms. Technical services suggested checking the lead and perhaps changing the range for alerts. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.